Event description:
It was reported that, the wife of this patient notified that the physician indicated this electrode was fracture. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the field representative and the clinician looked for information and were not able to find any record of this patient having a lead fracture. The field representative believed that the patient was told the electrode was under advisory for potential to fracture and have misunderstood. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the wife of this patient notified that the physician indicated this electrode was fracture. This electrode remains in service. No adverse patient effects were reported.